Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple cartridge change errors occurred during the load process with multiple cartridges. Customer's blood glucose level was 132 mg/dl. Reportedly, the customer had injections as alternate insulin therapy.